Event description:
A cartridge change error was reported with the pump, occurring twice in past weeks. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl (27.7 mmol/l). The customer was instructed to check the o-ring at the bottom of the cartridge, finding it intact. Although initial attempts to reload the cartridge were unsuccessful, switching to a new cartridge resolved the problem, allowing insulin delivery to resume without further issues. The cartridges affected were from the same lot. The customer was advised to monitor the situation and perform routine cleaning and checks during the next cartridge change.